Event description:
Customer complains blood leak after starting treatment, visible to the naked eye. No blood loss for the patient. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. Further info is expected for this specific event as soon as the sample arrives and the investigation begins. The root cause of this event cannot be determined yet.